Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The manufacturer¿s international service technician reported unit could not go on standby mode. There was no patient involvement.

Manufacturer narrative:
Date of report: 19jul2019. Date received by manufacturer: 28jun2019. The manufacturer¿s international service technician confirmed the reported standby issue. The ventilator clicks on standby, disconnects the patient, and cannot enter standby mode. The manufacturer¿s international service technician disconnected all pipes, click standby, and the device enters standby mode to determine sensor failure. Ventilator standby test: passed, the device is fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.